Event description:
A report was received regarding a hardware removal procedure. The patient was implanted with a titanium femoral nail with spiral blade on (B)(6) 2012. Post-operatively, the patient presented to the surgeon with pain and limited mobility. X-ray revealed part of the blade had broken off causing the femoral neck to collapse. The patient was returned to the or on (B)(6) 2012 for removal of all hardware. A broken portion of the blade is lodged in the femoral head and could not be removed. The patient was revised to hemi-hip arthroplasty. This is report #2 of 3 for the same event.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. X-rays received. A manufacturing evaluation was conducted. The device arrived with the locking sleeve attached to the nail. The two could not be separated due to damage on the slot of the locking sleeve and the nail. The lot number is unknown because it is hidden under the locking sleeve. The width of the cut out for the blade could be checked and found to meet the specifications as per drawing. All other dimension cannot be measured because of the jammed locking sleeve. A product development event evaluation was conducted. A review of the product drawings and complaint history show that the design is adequate for the intended use. Additionally, the risk assessment appropriately addresses this event. Two factors that may have contributed to the event are the damage sustained to the blade during insertion, evident on both the blade and locking sleeve, and the off-indication use of this implant. According to the technique guide ((B)(4)), the spiral blade is only indicated for subtrochanteric fractures. The x-rays provided indicate the product was used for a transverse intertrochanteric fracture.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.